Event description:
The customer reported that the back light on the insulin pump was not functioning when he pressed the down arrow. Troubleshooting was performed. The customer stated that he had multiple bent cannulas and the insulin pump did not alarm no delivery. The customer stated that he switched the infusion set to 6mm instead of 9mm to solve the bent cannulas. However, the customer requested to have a functional testing of the insulin pump. Advised the customer that a tubing clamp would be sent and to call back to perform the high pressure test. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.